Event description:
Procedure: wedge resection. According to the reporter: the staple line was insufficient. There was fluid leakage and approximately 200cc of blood loss. Another device was applied with additional tissue resection. Surgery delay was less than 30 minutes. No further patient information is available.